Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent mesh removal surgery on (B)(6) 2021. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.